Event description:
It was reported that an asahi gladius mg 14 pv guide wire was used during an endovascular treatment (evt) for a mildly calcified 90-99% stenosis. When the gladius mg 14 pv guide wire was withdrawn from the cxi support catheter (cook medical), loosening was observed at the tip of the wire. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. While the reported guide wire is currently marketed in the us under the brand name gladius mongo 14, the device is marketed some areas outside the us under the brand name gladius mg14 pv. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported gladius mg14 pv guide wire was returned for investigation. The polymer jacket of the returned gladius mg14 pv guide wire was found stretched for approximately 40mm distal to the distal mid solder (set at 27mm from the wire tip to fix the outer coil onto the core wire) and ruptured. The outer coil was found stretched for approximately 220mm from the distal mid solder. The ball tip was found at the very distal end of the stretched outer coil covered with the polymer jacket, which was ruptured at approximately 6mm proximal to the distal ball tip. The polymer jacket was removed for observation. The core wire and the inner coil were found tightened to each other and fractured at approximately 20mm distal to the distal mid solder. The inner coil was found tightened together with the core wire and fractured at approximately 6mm proximal to the wire tip. Measurement of the returned gladius mg14 pv guide wire suggested that the entire guide wire was returned; however, the polymer jacket was too severely damaged to identify whether any segment of the polymer jacket was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torqueing manipulation might have been applied on the tip of the subject gladius mg14 pv guide wire due to anatomical and lesion conditions while the wire tip was trapped by the lesion. Consequently, the inner coil and the core wire were tightened to each other and fractured. As tensile stress was further applied during removal, the outer coil was elongated and the polymer jacket was ruptured. Although it was concluded that this event was not attributed to product quality, the guide wire was too severely damaged to completely rule out polymer jacket fragment left in situ. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. [Malfunction and adverse effects]. ~ breakage of the guide wire.